Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Manufacturer narrative:
Refer to mrn: 1221359-2021-00550 testing was performed at abbott diagnostics (B)(4). On retained kit lot 1013538 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1013538 and test base part number 191-430 / lot 1013538. The quality control release testing met specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013538 showed that the complaint rate is (B)(4). Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay. This report represents patient one (1) of two (2). The customer reported false positive results on direct tested nasopharyngeal swab samples with the ID now covid-19 assay. Repeat testing with the ID now covid-19 assay was not performed. Confirmation testing with pcr provided negative results. Swab type, use of viral transport media, and dates of collection/testing were not provided. The customer confirmed there was no death, serious injury, or treatment delay/impact based on the ID now covid-19 assay results. The patient was asymptomatic at the time of testing, but was a close contact with someone who tested positive for covid-19. No additional patient information, including treatment and outcome, was provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.